Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset the pump, resolving the issue, and was instructed to continue using the pump.